Event description:
Valve inserted on 3/10/94. Parent noted puffiness approx four to five weeks after insertion. Exam per physician indicated shunt malfunction. At surgery, valve found to be problem and removed, new valve placed.